Event description:
It was reported that a dual defibrillation coil right ventricular lead 6947 implant was unsuccessfully attempted, as the helix would not extend after 40 turns. This lead was withdrawn, and a same brand lead was implanted uneventfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary analysis finding: helix disengaged from helical channel. Blood/body fluid was present on the helix mechanism and the distal conductor. Mechanical examination revealed the helix would not extend due to being over-retracted. Visual analysis revealed distorted defib conductor. The full lead was returned and analyzed.